Event description:
Customer reported she was going to lower her basal, but the up and down button were not responding. She was trying to get them to work and the device alarmed button error. Customer's blood glucose was 151 mg/dl. Customer does not recall any significant event that may have caused the device to alarm. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage on keypad traces. A button error alarm was not noted during testing. The unit had a cracked case at display window corner, and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.